Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department; the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and full functional stress testing without duplicating the report. The lcd display was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.